Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a cerelink sensor (ID 826851) was placed in the operating room (or) on (B)(6) 2025. The procedure was seamless, and the initial icp value was 4 mmhg with a good waveform. The icp monitoring was placed due to the patient¿s history of hydrocephalus, with the goal of assessing whether icp was elevated to make a decision regarding shunt placement. The patient had multiple congenital medical conditions, including meningitis resulting in bilateral blindness. Additionally, there was concern about possible cerebrospinal fluid (csf) drainage from the ear. Ent physicians requested icp monitoring to evaluate intracranial pressure levels. The cerelink microsensor functioned well until the early morning of (B)(6), when the icp values began to drift to -1 mmhg and -2 mmhg. The neurosurgical resident contacted the company representative to confirm whether the readings were accurate. The microsensor responded appropriately to patient stimulation, with a good waveform despite the negative values. Later that morning, the icp value continued to decline, reaching -10 mmhg and remaining there. The waveform remained intact and responsive to stimulation. The patient was not transported during this period, and the lead was reported to be secure and intact by nursing staff. Upon consultation, the company representative recommended replacing the lead, although it appeared secure. Given the patient¿s stable condition, the neurosurgical resident opted to wait approximately one hour to observe whether the icp would recover. It did not. Trend data from earlier that morning did not show a significant icp spike. Therefore, medical staff decided to replace the microsensor after one-hour observation period. The new microsensor showed an icp value of approximately 4 mmhg and functioned properly. Additional information: - cable used with the sensor: "microsensor metal bolt kit- used with our cerelink cable (yellow)". - implant location: "parenchyma". - was the integra/codman icp monitor connected to a patient monitor:" yes". - was the patient lead always connected: "yes".

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor ((B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the reported complaint could be due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7428738, sn (B)(6), conformed to the specifications when released to stock. Failure analysis - a foreign matter over sensor area. The catheter crimped 5.7, 27.4, 37.2 and 53 cm from connector. Internal wires mashed 53cm from connector where crimped is. The icp express = 441, catheter detected and zeroed without any issues; cerelink monitor acceptable. The device passed electronic, noise and linearity/hysteresis tests. The complaint was not confirmed. Root cause analysis - based on the failure analysis, the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a